Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date with blood glucose level was unknown. Customer had a high blood glucose of over 600 mg/dl and went on diabetic ketoacidosis because of not using the insulin pump. Customer current blood glucose level was 425 mg/dl. Customer stated that she stopped using the insulin pump last (B)(6) 2020 because of some insulin leaks observed. Customer was not using insulin pump system within 48 hours of reported high blood glucose event. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.